Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead was partially returned, in segments, and analyzed. Analysis found that the distal conductor was fractured and the defibrillation conductor distorted. Several conductors had blood/body fluid but were not obstructed. The inner tubing was kinked/buckled. The exposed defibrillation coil and the outer insulation showed a white substance, and the outer insulation had cosmetic depression as well. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient went to the emergency room due to receiving two shocks. It was also reported that the right ventricular lead was fractured, lia (lead integrity alert) was tripped, impedance was high and the lead was oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead was partially returned, in segments, and analyzed. Analysis found that the distal conductor was fractured and the defibrillation conductor distorted. Several conductors had blood/body fluid but were not obstructed. The inner tubing was kinked/buckled. The exposed defibrillation coil and the outer insulation showed a white substance, and the outer insulation had cosmetic depression as well. There was blood in/on the helix/lobe mechanism.